Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the neonatal intensive care unit had an arctic sun device that was alerting low flow (alert 02). Flow rate was 0.2lpm and they were not in the room. Called back on cell they noted the tubing appeared to have a kink. But they were doing something with the patient and they were unable to troubleshoot at that time. Called back 10 minutes later. They had straightened out the tubing and all looked well. Flow rate was 1.1lp, inlet pressure was -7psi, circulation pump command was 15 percentage, system hours were 672 and pump hours were 644.

Manufacturer narrative:
Per review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the neonatal intensive care unit had an arctic sun device that was alerting low flow (alert 02). Flow rate was 0.2lpm and they were not in the room. Called back on cell they noted the tubing appeared to have a kink. But they were doing something with the patient and they were unable to troubleshoot at that time. Called back 10 minutes later. They had straightened out the tubing and all looked well. Flow rate was 1.1lp, inlet pressure was -7psi, circulation pump command was 15 percentage, system hours were 672 and pump hours were 644. As per follow up information received on 19oct2023. They did have an issue a while ago, but we called the hotline and they were able to help us troubleshoot the issue that night. It was resolved as far as I know, unless there has been another issue since.

Event description:
It was reported that the neonatal intensive care unit had an arctic sun device that was alerting low flow (alert 02). Flow rate was 0.2lpm and they were not in the room. Called back on cell they noted the tubing appeared to have a kink. But they were doing something with the patient, and they were unable to troubleshoot at that time. Called back 10 minutes later. They had straightened out the tubing and all looked well. Flow rate was 1.1lp, inlet pressure was -7psi, circulation pump command was 15 percentage, system hours were 672 and pump hours were 644. As per follow up information received on 19oct2023. They did have an issue a while ago, but we called the hotline, and they were able to help us troubleshoot the issue that night. It was resolved as far as I know, unless there has been another issue since.

Manufacturer narrative:
Per review, bd has determined that this MDR event is not reportable. UDI related data quality updates only UDI format updated with available product information per gudid as requested. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.